Manufacturer narrative:
Investigation results: the investigation was carried out visually and microscopically. Here we found different clip jams. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 3(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: according to the quality standard and DHR files a material defect and a production error can be excluded. There are no hints of a pre-damage or similar. If the cartridge is engaged not completely, has not been mounted correctly or was damaged during inserting, there is an impairment of product functionality. A too fast application, damaged cartridge during inserting or a cartridge which is engaged not completely could also lead to the described errors. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results product safety case (psc) was initiated. Any action regarding CAPA will be addressed with this case.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl572t - ligature clip 12 mag.= 144 pcs.. According to the complaint description, the magazine came off during surgery. After replacing the magazine, the product was able to be used without any problems. There was no described patient harm. Additional information has been requested but not yet received as of this report. The malfunction is filed under aag reference (B)(4).